Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 519 mg/dl. It was stated that the customer was vomiting and dehydrated. Troubleshooting was performed. The programming, time, and date were correct. Reviewed the alarm history and found low reservoir alarms. Ran a fixed prime test and the insulin did exit. The mother stated that three infusion sets had bent cannulas. Advised the caller that a tubing clamp will be sent and call back when it arrives to perform the high pressure test. No further info was provided.